Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Customer's blood glucose level was 125 mg/dl. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer advised that they took the battery out for less than 10 minutes and received power system error alarm. Customer advised after waiting for 1 hour they replaced the battery and once again received power system error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.